Manufacturer narrative:
The technical investigation of the returned device revealed that the balloon is not well folded anymore and shows signs of inflation. Microscopic analysis of the balloon surface revealed clear visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was not returned for analysis. The provided angiographic images were reviewed but the actual stent dislodgement is not visible. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was chosen for treatment. The stent was being advanced via the radial artery to the lesion to be treated. The stent came off the balloon prematurely in the left main. Finally the dislodged stent remained in the radial artery.